Event description:
During an in clinic follow up, myopotential oversensing resulting in pacing inhibition was observed on the device. Technical support was contacted and recommended reprogramming resolve the event. The device was reprogrammed. The patient was stable.